Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation/wide area circumferential ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and a lasso navigational variable eco catheter and suffered atrial tachycardia (requiring cardioversion) and a possible acute myocardial infarction. While creating a post-procedure voltage map, an atrial tachycardia was induced. The physician wanted to map the tachycardia, so he moved the lasso navigational variable eco catheter to the sheath that the ablation catheter was in. Shortly after initiating the mapping process, the patient displayed signs of intolerance to the tachycardia and became hypotensive. Patient was successfully cardioverted to sinus rhythm, returned to atrial tachycardia, and was cardioverted to sinus rhythm again. Patient remained hypotensive. Previously normal ECG now revealed global ischemic changes. Trans-esophageal echocardiogram ruled out effusion. Coronary angiogram was within normal limits, revealing patent left and right coronary arteries. Post-angiogram, the patient became normotensive. Patient fully recovered with no residual effects. Patient required an overnight stay on telemetry, but did not require extended hospitalization as a result of this event. Physician's opinion regarding the causality of the event is that it may have been due to air entrainment while moving the lasso navigational variable eco catheter to another sheath. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since the lasso navigational variable eco catheter was also being used during the event, we are conservatively reporting the event under both the lasso navigational variable eco catheter and thermocool smarttouch uni-directional catheter.